Manufacturer narrative:
The reported event of charge timeout was confirmed by analysis. The charge timeout was due to excessive, inappropriate hv shock therapies that were caused by lead noise oversensing. The device worked as programmed. Interrogation of the device showed that it had reached end of service. Longevity analysis found the battery depletion to be normal. The device was tested on the bench. No anomalies were detected.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and noise were identified on the right ventricular lead. It was suspected that lead fracture was the cause of identified lead nose. It was noted that the implantable cardioverter defibrillator is on advisory and reached charge time limit because of all the charges. Device upgrade along with lead revision was discussed. The patient was stable and left the facility against medical advice. No further information was reported.